Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was not getting good stimulation coverage. This was due to high impedances on the leads that were too many to program. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was kept by the facility.